Manufacturer narrative:
Device evaluation: a direct correlation between the device and the reported gi bleed could not be determined. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator the patient was admitted for gastrointestinal (gi) bleeding. The event history indicated a low flow hazard alarm, where the flow estimator dropped below 2.5 ipm. The lot file was 17 days long.

Manufacturer narrative:
The patient remains ongoing with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.